Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stage two implant, the physician had a "difficult time" inserting the lead into the implantable neurostimulator (ins). When it was finally inserted, the set screw would not tighten or loosen properly on the ins. The lead was tightened with no torque and the lead pulled out. The reporter stated that multiple attempts were made, but the physician finally stopped due to concerns that the screw would not secure the lead. Another ins was used to complete the procedure with no problems. It was later reported that there was no patient injury.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found the setscrew backed out too far. Analysis of the wrench found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.